Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 11/19/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the black box showed one pump reboot event recorded after a replace battery alarm on (B)(6) 2015. The battery compartment was cracked on the side near the threads and cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was able to carefully attach to the pump. No pump reboot events were duplicated during a 24 hour duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.